Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5v power supply and replaced the gib pcb. System operates as intended.

Event description:
Customer reported the collimator closed down and system locked up. No patient injury was reported.